Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a device alert due to oversensing noise on the right ventricular (rv) lead. There was a high impedance and confirmed fracture. Device therapies were turned off and there is a plan to replace the rv lead. No patient complications have been reported as a result of this event.